Manufacturer narrative:
(B)(4).

Event description:
Shortly after her pump was refilled, the pt collapsed while shopping. The pt was admitted to the ER. The refill physician believed that there was a pocket fill of 16 cc. The pt was given narcan for the overdose. The pump was stopped. It was later reported that the pump was stopped for 90+ hours. The physician planned to reprogram the pump to minimum rate, continue supplementing the pt with another form of pain medication, and then do additional diagnostic procedures on the system to ensure it wasn't damaged by being off for the extended period of time. The physician believed the catheter was not connected properly to the pump. The device system was used to deliver morphine (10mg/ml). Additional information has been requested, a f/u report will be sent if additional information becomes available.